Manufacturer narrative:
Datascope's service unit replaced the main printed circuit board ((B)(4)). The system was tested to factory specs. It functioned normally and was returned to the customer. The main board was returned to the factory for eval. Engineering confirmed that a capacitor (c122) had failed, causing the reported odor. There was no evidence of fire. We have not received any related complaints; therefore, this is considered an isolated event.

Event description:
The customer reported that while the unit was in use on a pt, the pump shut down and there was a smell of fire. They replaced the pump with another, and the procedure was completed. The pt was in stable condition, and no injury was reported.